Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc device was attached to the customer's arm with the applicator's guide needle stuck in the middle of the sensor. The customer went to the hospital and a nurse removed the sensor and applied a new sensor. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported the adc device was attached to the customer's arm with the applicator's guide needle stuck in the middle of the sensor. The customer went to the hospital and a nurse removed the sensor and applied a new sensor. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. It was observed that the applicator was fired correctly; however loose sharp was observed. The applicator was opened by pried and the sharp carrier was inspected, no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and damage was observed. Lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed no the sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.